Manufacturer narrative:
A gold tite square uniscrew (unisg) was returned for inspection. Visual inspection of the as received product identified that the screw had fractured horizontally across the threads. Visual inspection of the x-ray provided and the report provided shows the location of the fracture. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: ¿ biomet 3i dental implant IFU (p-iis086gi) rev f 11/2015. Information identified: potential adverse events: potential adverse events associated with the use of dental implants may include: failure to integrate, loss of integration, dehiscence requiring bone grafting, perforation of the maxillary sinus, inferior border, lingual plate, labial plate, inferior alveolar canal, or gingiva, infection as reported by abscess, fistula, suppuration, inflammation, or radiolucency, persistent pain, numbness, paresthesia, hyperplasia, excessive bone loss requiring intervention, implant breakage or fracture, systemic infection, nerve injury, ingestion, aspiration and/or swallowing. ¿ biomet 3i surgical manual for tapered and parallel walled implants, instsm rev f 06/17 information identified: precautions the devices are only to be used by trained professionals. The surgical and restorative techniques required to properly utilize these devices are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, and aspiration. When the clinician has determined adequate primary stability is achieved, immediate functional loading can be considered. The following should be taken into consideration when placing dental implants: bone quality, oral hygiene, and medical conditions such as blood disorders or uncontrolled hormonal conditions. The healing period varies depending on the quality of the bone at the implantation site, the tissue response to the implanted device and the surgeon¿s evaluation of the patient¿s bone density at the time of the surgical procedure. Proper occlusion should be evaluated on the implant restoration to avoid excessive force during the healing period on the implant. It is recommended that implants less than 4mm diameter not be placed in the posterior regions. The complaint was confirmed through visual inspection of the as received product. A definite root cause could not be determined, however probable causes have been mentioned above.

Event description:
The doctor indicated that the abutment screw had fractured in tooth location #18. Both parts of the screw were returned.